Event description:
This report is to advise of an event observed during analysis confirmed frayed and exposed wires on the power supply cable.

Manufacturer narrative:
One cardiomems power supply was received for investigation. External and internal visual inspections of unit revealed exposed wires on the power supply cord. The reported event was confirmed.